Event description:
The following has been reported: biomed reported: pump problem. A preliminary review identified the following issue: pneumatic valve leak failure (valve 3) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 3 failure. Pump was not able to perform mock infusion and alarmed during startup self checks. Device was reverted to manufacturing mode and underwent pneumatic hardware testing. The device failed hardware checks consistent with a valve 3 failure. No additional damage was identified.